Event description:
Customer was changing lehr collimator on head 2 and was not paying close enough attention to leds and did not raise the bottom biscuit high enough and when the server was moved away from the head the collimator dropped. The tech was not injured and collimator was not damaged. The customer did not report this problem until 11/18/98 when the smva customer engineer was performing the shyhook upgrade.